Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 450 mg/dl. The customer stated that insulin pump gives the insulin flow block alarm. The customer stated that they are not able to troubleshoot at call. Customer reports alarm did not occur during fill tubing. The insulin pump will not be returned for analysis.